Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen 1000ug/ml at 116.0 ug/day. Analysis of the device revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
No device allegations were reported. The pump was replaced due to normal end of life battery depletion on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.